Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: underfilling of tubes. During use. Tubes do not fill sufficiently, only about half.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: underfilling of tubes. During use. Tubes do not fill sufficiently, only about half.